Manufacturer narrative:
(B)(4). Date sent: 04/15/2016. (B)(4). Additional information was requested and the following was obtained: on which firing did this occur? First. Did the device lock out (could not be fired at all)? No. Was the trigger advanced with no staples deployed? No. Were there missing staples from the staple line? Possibly. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Was not recorded. Did the device deploy staples without issue, however the staples did not hold in the patient tissue? Yes, the analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a small bowel resection procedure, the surgeon used the device on a small bowel procedure. The staple line failed and surgeon had to oversew the staple line to complete. There were no patient consequences reported.